Manufacturer narrative:
The failure investigation has been completed and the alleged high bg issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged fill estimate issue could not be verified.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer administered a manual insulin injection to address elevated blood glucose. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer continued to use the existing cartridge.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.